Event description:
It was reported that after implanting the implantable cardioverter defibrillator (ICD), while performing defibrillation threshold testing, the implantable cardioverter defibrillator (ICD) exhibited failure to deliver shock. Following external defibrillation, the ICD exhibited failure to interrogate and went into back-up mode. The ICD was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of reset condition was confirmed. The reported event of failure to interrogate was not confirmed. The reported event of no hv output could not be confirmed due to internal damage. The device voltage was at normal operating level upon receipt. Assessment of total projected longevity was performed, and the device battery had appropriate longevity based on device usage. Analysis of the device image confirmed the reset noted in the field was due to bluetooth low energy (ble) timeout, consistent with an external defibrillation cause. The device internal circuitry was further damaged during subsequent testing, and no further analysis could be performed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. All manufacturing operations were completed and signed off.